Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was treated with glucagon shots several times due to low blood glucose. The customer was admitted to the hospital one month ago for diabetic ketoacidosis and then her lung collapsed. Customer has been in diabetic ketoacidosis several times and has seizures, sent email to 24 hour helpline. The customer also reported the insulin pump rejects new batteries, battery life is diminishing and threads are worn at the battery cap opening. The customer declined 24 hour helpline assistance.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called in to report that she was not on the pump at the time of the incident, and has not been on the pump for the past two years.